Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that a change in pacing impedance measurements high and low were noted when it comes to this device and competitor leads. No changes were made to the system. No adverse patient effects were reported.